Manufacturer narrative:
A design history file review was performed with no major findings or discrepancies related to the reported failure modes. Device not explanted.

Event description:
It was reported that a (B)(6) year old woman with invasive ductal breast carcinoma underwent a right side, two-stage mastectomy with implantation of meso biomatrix and a tissue expander on the (B)(6) 2016. It was noted that there was a seroma by the scar which was leaking non-purulent red fluid. Necrosis was also observed. On the (B)(6) 2016 the necrosis was removed. On the (B)(6) 2016 there was a negative culture but the patient was treated with antibiotics (augmentin) for 3 days. On the (B)(6) 2016 there was a recurrence of a small seroma with no sign of infection. On the (B)(6) 2016 the tissue expander was inflated. On the (B)(6) 2016 there was persistence of inflammation of the right breast plus urticaria. The patient was treated with antibiotics (augmentin) for 7 days. The patient is currently doing well.